Event description:
It was reported that the lead had high impedance and oversensing. The pace/sense portion of the lead was capped and replaced. Additional information received alleges that the patient "suffered physical and other injury" as a result of the lead. Also alleges that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." It also alleged the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress". Lead "failure" was also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high impedance and oversensing. The pace/sense portion of the lead was capped and replaced. Additional information received in a lawsuit alleges that the patient "suffered physical and other injury" as a result of the lead. The lawsuit also alleges that the patient "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." It also alleged the patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages. [Patient] has further suffered physical injuries and various physical manifestations of emotional distress". Lead "failure" was also noted. It was reported that during implant attempt the 5076 lead was not retained due to vascular anatomy. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found, and the distal conductor was distorted.